Event description:
It was reported to medtronic minimed that the customer received pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed). The customer reported an insulin flow blocked alarm. The customer stated the pump was exposed to a high magnetic field. The customer is reporting an issue during the priming process, and the pump is not rewinding. The customer reported no adverse event. The event involved product(s) mmt-1715kl, mmt-387a, and mmt-332a. Troubleshooting was not performed for the insulin flow blocked alarm, and it's a past-resolved event. Troubleshooting was performed for the pump error, priming process, and the serialized device was replaced. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1715kl was requested, and the customer's response was that the device would be returned. No product return is required for mmt-387a and mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test and self-test. P-cap was attached and locked into place properly. No unexpected insulin flow blocked alarms noted during testing. No rewind anomaly noted during testing. Unit was successfully downloaded using thus for history files and traces. No insulin flow blocked alarm found in pump downloaded history during event date or two days prior. No alerts/alarms/anomalies noted during testing. No pump error 38 found in history files on the event date or two days prior. Pump was cut open to perform visual inspection and found no anomalies on electronic stack, motor, and force sensor. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. Pump error 38 was not confirmed. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Prime/fill anomaly not confirmed. Rewind anomaly not confirmed. Unable to confirm exposed to magnetic field or MRI. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.